Manufacturer narrative:
Evaluation in progress, but not concluded. Device repaired and returned.

Event description:
During preventive maintenance, the service representative observed that, the backup batteries did not hold enough charge to operate the device as expected. The batteries were replaced, and normal backup function was restored. There was no adverse consequence to the patient as a result of this event.